Manufacturer narrative:
Field service engineer troubleshot the 'no fluoro' and found it related to the facility biomed's installation of a loaner platinum one computer while the customer's computer was out for repair. Biomed did not correctly configure the computer and left the "fluoro inhibit" toggled to "disabled". Fse enabled the fluoro switch, and fluoro capability was restored. Fse verified proper operation according to the hydravision dr system service checklist. System was returned to full service by the customer.

Event description:
On 7/6: customer reports the system failed during a patient procedure. Staff brought in a portable fluoro c-arm to complete procedure. Customer does have a back up room for procedures. Customer did not provide patient or procedure information other than to say no patient injury, procedure completed with no further incident.